Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 700cc breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who's undergone primary breast reconstruction with two mentor memorygel breast implants, was initially diagnosed with left breast implant rupture. The patient elected to have a revision surgery on (B)(6) 2021, where it was discovered that the left breast implant was intact upon removal. However, the right breast implant was identified to be ruptured with free silicone. Subsequently, both the implants were removed and replacement with the following: (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 9529129 sn: (B)(4) and (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 9524068 sn: (B)(4). This medwatch form is for the right breast prosthesis. The left breast implant has been reported under mrn: 1645337-2021-07534.